Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmdg, the pump motor was failed, which resulted in a persistent error code 12 alarm. The pump could not be investigated further because of this. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump "says it's running when it's not". Mmdg did follow up with the initial reporter, who stated that the pump was not delivering for about four hours before it was noticed, but that the patient did not experience any adverse effects because of the complaint. (B)(4).